Manufacturer narrative:
The customer reported new questionable results: sample ID (B)(6) - the initial result was 4.7 mg/dl with a repeat result of 8.9 mg/dl. Sample ID (B)(6)- the initial result was 4.0 mg/dl with a repeat result of 11.4 mg/dl. The last calibration performed on (B)(6)-2022 was within specifications. The qc on the date of the event was within the customer's range. The alarm trace did not indicate any issues. The investigation determined the issue was caused by a faulty reagent pack. The investigation determined the customer's actions (replaced the reagent pack, calibrated, and ran qc) resolved the issue.  The investigation did not identify a problem with the analyzer.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for several patient samples tested on the cobas 6000 c501 (ul) v. The reporter noticed that the ca2 results have been low in the module and would be normal in their other module. They then reran more patient samples on their other c501 module and found more questionable results. The reporter was able to provide four examples of discrepant results: the initial results were reported outside of the laboratory. Sample ID (B)(6) the initial result from the module was 4.8 mg/dl. The repeat result from the other module was 10.1 mg/dl. Sample ID (B)(6) the initial result from the module was 2.4 mg/dl. The repeat result from the other module was 7.9 mg/dl. Sample ID (B)(6) the initial result from the module was 4.7 mg/dl. The repeat result from the other module was 8.9 mg/dl. Sample ID (B)(6) the initial result from the module was 4.0 mg/dl. The repeat result from the other module was 11.4 mg/dl. The repeat results were deemed correct. The reagent lot number is 64614601 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The customer loaded a new reagent pack and performed a comparison test with their other c 501 and the results were acceptable. The field service engineer (fse) inspected the reagent pack the customer used for the questionable results and found it to be a "bad" reagent pack. He inspected the fluidic system and ensured that all the pressures and levels were within specifications. The customer then replaced the onboard reagent pack with a new one. The customer performed calibrations and qcs with acceptable results. They ran a patient comparison test with their other c 501 and the results were acceptable. The investigation is ongoing.